Event description:
It was reported by the affiliate that during an unknown open procedure, the blade was broken off after about an hour. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not clamped any metal material like a clip. The blade was broken off inside the patient's body. As it was open-surgery, the blade was retrieved easily.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.